Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The door not fully latched alarms were confirmed and reproduced during the device eval while attempting to load a set. This condition was determined to have been caused by unsecured mechanism screws. The screws were replaced.

Event description:
It was reported the pump had a "broken door jam". The customer reported there was no pt involvement related to this condition. During baxter's eval, a spec pump alarmed door not fully latched, which corresponds to the initial reported symptom. There was no pt involvement.